Manufacturer narrative:
Device evaluation summary: visual inspection shows no outward signs of physical damage or abnormalities. Unit appears to have been used. Pressure integrity testing shows evidence of a fiber leak when run at 1 lpm with 23 psi, (1189 mmhg) of back pressure for 10 minutes. There was water flowing out the top of the device. With the device leaking it was not sent to the blood lab. Reason for return was confirmed for leaking however it is undetermined for gas transfer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of an pixie oxygenator, it was reported that a pediatric circulation extra-corporelle (cec) circuit was assembled with a medtronic oxygenator for the patient. The circuit had been assembled in the regular manner. It was filled with lactate ringer, 1 bag of hemacea concentrate, mannitol, heparin and bicarbonate. The oxygenator was used during the first trouble free cec circuit procedure which lasted 60 minutes. There was no issue while exiting the cec circuit. The circuit was circulating heparinized as it was finished after the end of the cec circuit. After 63 minutes of exiting the cec circuit, the patient presented with an instability and the patient was required to enter the cec circuit again. The cec circuit started for 40 minutes. However, it was noticed that the arterial blood was very dark right at the beginning of the second cec circuit. The customer increased the saturation of the gas mixer to 100%. They performed a blood gas test and the partial pressure of oxygen (po2) was below the expected value. It was recorded at 42mmhg. Initially, the customer changed the gas mixer but there was no improvement. They switched to a pure infusion of oxygen bullet, however, there was no improvement. The team was notified of the issue and they requested the anesthesiologist to ventilate the patient. They arranged for another oxygenator to be ordered. During assembly and the preparation of the second oxygenator, the surgeon requested that they remove the patient from the cec circuit. As soon as the second cec circuit was ended, they arranged the oxygenator to be exchanged. It was necessary for the patient to enter the cec circuit for the third time. The replacement of the volume of the child was already made with the new oxygenator. See attached photo. Medtronic received additional information that the adverse event is related to device as the problem was resolved after the replacement of the oxygenator. It was stated that the procedure occurred normally, which led to the identification of the problem and its resolution through the replacement of the oxygenator. The customer stated that the adverse event was not related to the therapy as everything proceeded as usual. The only intervention carried out in this case was the replacement of the oxygenator. The client reported that the dosage of heparin is monitored through tca. It was confirmed that there were no cracks in the oxygenator. The procedure went smoothly, and there was no ventilation due to the oxygenator. The procedure was a pediatric cardiac surgery.

Manufacturer narrative:
Additional information b5. Medtronic received additional information that the customer meant act instead of tca. Activated coagulation time (act) is the test that monitors unfractionated heparin at high doses used during cardiac surgeries. It provides rapid results, allowing for immediate adjustments in dosing. In surgical procedures, especially those affecting the thoracic or abdominal area, mechanical ventilation may be necessary to ensure adequate breathing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.